Event description:
It was reported that the customer's insulin pump was not delivering the correct amount of insulin. The blood glucose reading at time of the call was 451mg/dl. It was stated that the customer's husband was not sure of setting on the insulin pump. It was stated that the customer is having kidney issues. Advised the husband that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.